Event description:
It was reported that, at the end of the implant procedure, the patient's left ventricular (lv) lead had no capture, a suspected dislodgement, and high and unstable thresholds. Four days later, the lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645 lead implanted: (B)(6) 2015. (B)(4).